Manufacturer narrative:
(B)(4). Eval, results: (mi and occlusion).

Event description:
A 3.0 mm diameter x 15 mm length endeavor rx (rapid exchange) drug-eluting coronary stent was implanted in the lad of a pt. A 3.0 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent (ref MFR# 2953200-2010-01461) was also deployed, overlapping. Deployment was reported to be successful and no issues were reported. It was reported that during implantation of the devices, the 1st septal branch was noted to be occluded. A subsequent ECG confirmed a q-wave myocardial infarction. This was treated by poba. The pt is reported to be recovered and no other clinical sequelae were reported. The physician commented that there was no relationship between the occlusion at the 1st septal branch and the product or drug, but that the event was related to the procedure.